Event description:
One cryocyte freezing container was found broken during thawing. The bag was filled with 24 ml of product (the recommended fill volume is 30-70ml) and cryopreserved in the metal cassette. It was stored vertically in the vapor phase of liquid nitrogen and no cracks were detected when the bag was taken out for inspection before transporting it to the clinic. However, a small crack in the seal at the lower corner was noted during thawing in barklay plasmatherm. The stem cell product was salvaged and transplanted. The pt was given additional antibiotics of cephalosporins and glycopeptides in addition to the routine protocol medications. As of 7/2003 the pt has not engrafted yet (day 35), but is stable and will be released from the hosp.